Manufacturer narrative:
Detailed product information and additional event details were not available. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported insufficient ice occurred. An icefx cryoablation system was chosen for a cryoablation procedure. Two icesphere 1.5 cx 90 degree cryo needles were used in combination with the icefx cryoablation system. However, the cryo needles were unable to reach the desired temperature which resulted in insufficient ice. In an attempt to resolve the issue, two new icesphere 1.5 cx 90 degree cryo needles were used. However, insufficient ice occurred again which resulted in prolonged procedure time. There were no patient complications as a result of this event; however, the physician believed inadequate treatment may have occurred due to the insufficient ice issue.

Manufacturer narrative:
H11: the UDI string for this product is: (B)(4).

Event description:
It was reported insufficient ice occurred. An icefx cryoablation system was chosen for a cryoablation procedure. Two icesphere 1.5 cx 90 degree cryo needles were used in combination with the icefx cryoablation system. However, the cryo needles were unable to reach the desired temperature which resulted in insufficient ice. In an attempt to resolve the issue, two new icesphere 1.5 cx 90 degree cryo needles were used. However, insufficient ice occurred again which resulted in prolonged procedure time. There were no patient complications as a result of this event; however, the physician believed inadequate treatment may have occurred due to the insufficient ice issue.